Event description:
The manufacturer received information alleging patient states, notice black debris in his mucus this morning when blowed his nose, patient noticed that on the pillows of his mask, the part that goes in his nose it has black debris on it, patient has a little cough in the morning but after he coughs it out it goes away related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b. 2. The corrected information is reflected in this follow-up report. The manufacturer incorrectly reported disability or permanent damage in section b.2 . After review, it was determined no disability or permanent damage was reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black debris in his mucus this morning when blowed his nose, patient noticed that on the pillows of his mask, the part that goes in his nose it has black debris on it, patient has a little cough in the morning but after he coughs it out it goes away related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.